Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the reported [ER visit/hospitalization] and hypoglycemia. No lot release records were reviewed, as the product lot number was not provided. Omnipod insulin management system ¿ user guide: model: ust400; 17845-5a-aw rev b 09/17. Checking your blood glucose: chapter 4 / page 36. Warnings: test results below 70 mg/dl mean low blood glucose (hypoglycemia). Test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 115), repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
It was reported by the patients mother that when she found her she had a cold sweat, urinated and she had vomited. She stated that it looked like she had a seizure. Patient was unresponsive. The patient was picked up by the ambulance and taken to the emergency room and they arrived at 7:09 am. At the hospital the diagnosis was for a urinary tract infection (uti) and hypoglycemia. The patient was given nitrofurantoin. The patient was also treated with 15 to 20 grams of glucose tabs. The patient was given antibiotics for her uti. The patients blood glucose levels then went high while at the hospital. The patient's blood glucose history are as follows: (B)(6).